Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Pelt, c. "Hybrid total knee arthroplasty revisited: midterm follow-up of hybrid versus cemented fixation in total knee arthroplasty" (2013). Biomed research international, vol. 2013, article ID 854871, 6 pages. Http://dx.doi.org/10.1155/2013/854871.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty revisited: midterm followup of hybrid versus cemented fixation in total knee arthroplasty¿. The article identified two (2) revisions of either the tibial or femoral component for sepsis in total of 111 cemented tkas.